Event description:
It was reported by the rep, the controller interferes with the other equipment on the tower. The customer replaces the device with another vapr and the problem goes away. There has been no pt consequence. (Phone conversation: rep says that it interferes with all other equipment on the arthroscopic tower, video screen, pump and shaver).

Manufacturer narrative:
Mitek is awaiting receipt and investigation of the complaint device. Those conclusions will be the subject of a follow-up report.